Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A4.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for pre-dilation. However, during first inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another size 4-2mm coyote nc balloon. No patient complications were reported and the patient's status was stable.